Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp pump stopped pumping is confirmed based on the pump's log file. The pump's log files were reviewed by the software engineering department, and a "normal" hardware shutdown and restart was noted within the time frame of the reported complaint. Although, the root cause of the complaint is undetermined, a potential cause of the complaint is user contact with the power switch, causing an unintentional shutdown. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the clinical support specialist (css) that when at the hospital account, the clinicians and manager informed of an incident they had where the intra-aortic balloon pump (iabp) stopped pumping. The screen went blank and there were no alarms. The pump did not function for at least 40 seconds. The pump was on a patient at the time. The screen came back up, waveforms were present and it resumed pumping. They opted to change out the pump when the event occurred. The iabp was sent to biomed. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css) that when at the hospital account, the clinicians and manager informed of an incident they had where the intra-aortic balloon pump (iabp) stopped pumping. The screen went blank and there were no alarms. The pump did not function for at least 40 seconds. The pump was on a patient at the time. The screen came back up, waveforms were present and it resumed pumping. They opted to change out the pump when the event occurred. The iabp was sent to biomed. There was no report of patient injury or consequence.